Manufacturer narrative:
Based on the available info, this event is a serious injury. Additional info has been requested, however has not been received to date. Should additional info become available, a follow-up report wil be submitted.

Event description:
The recovery room nurse reports that the elastic on the oxygen mask is 'popping out' and a pt sustained corneal scratches. The pt's eye appeared red and irritable and the pt complained of pain to her eye. The recovery room nurse flushed the pt's eye with normal saline.